Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a hyperglycemia. Customer blood glucose level was going down from 430 mg/dl to 570 mg/dl and then 520 mg/dl. It was unknown that whether customer was used insulin pump system within 48 hours of reported event. Customer also stated that the cannula of infusion set was bent. It was unknown that the auto mode feature was active at the time of event or not. The insulin pump will not be returned for analysis.